Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider performed all calibrations, the short self-test, the operation check and the running test and normal operation was confirmed. A transient processing failure was suspected but the root cause couldn't be determined. The device was returned to the customer.

Event description:
It was reported that a ventilator display froze and would not turn off. There was no patient involvement.

Event description:
It was reported that the ht70 ventilator display froze and would not turn off. There was no patient involvement. One single board computer (sbc) board for the newport ht70 ventilator was evaluated. Details regarding a visual inspection were not provided. Service center technician reported the single board computer (sbc) board was placed in a known-good failure investigation (fi) test unit. After power cycling the test unit 60 times, the device successfully completed power on self test (post) each time. It should be noted that the unit would briefly flash a pink screen after the six-image screen. No fault was found with the sbc board. The reported condition was not confirmed. The investigation could not determine the root cause of the event. No trend has been identified. No repairs will be made. The sbc board has been scrapped.